Event description:
The account alleged the bed has no electrical ground. No patient impact.

Manufacturer narrative:
The technician was trying to reestablish the ground and found out there was no ground transfer from the main power inlet power control board control box to the upper frame. The technician removed paint around where the control box bolts to the upper frame to resolve the issue.